Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information on (B)(6) 2016 that this local representative was notified of system removal due to infection. The hospital was retaining the electrode for cultures and the exact date of the explant procedure was not known.

Event description:
This supplemental record is being filed to provide additional information that indicates that the device was never explanted as initially believed and has remained in service. The patient was likely treated for infection in past.

Manufacturer narrative:
This report is being filed to provide additional information.